Manufacturer narrative:
510k: this report is for an unknown prodisc l, polyethylene inlay/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: s. Blumenthal, d. Ohnmeiss, r. Guyer, and j. Zigler (2017), "adjacent segment degeneration after lumbar total disc replacement: 5-year results of a multicenter, prospective, randomized study with independent radiographic assessment", eurospine 2017 pages 264-265 (USA). The objective of this study was to analyze pre- to post-operative changes of the disc adjacent to the level receiving a total disc replacement (tdr) at 5-year follow-up. At 5-year follow-up, a total of 324 patients from 14 sites were enrolled in the study. Among the 324 patients, 218 patients were assigned to the investigational group who were treated using activl while 106 patients were assigned to the control group who were treated using prodisc-l. All patients were treated for single-level symptomatic disc degeneration non-responsive to non-operative care. Flexion/extension, neutral lateral and anteroposterior radiographs were made at each study visit. Pre- and 5-year post-operative radiographs were available for 135 patients in the investigational group and 63 patients in the control group. The following complications were reported as follows: unknown patient had increased adjacent segment degeneration (asd) score at 5-year follow-up. This report is for an unknown synthes prodisc l, polyethylene inlay. This is report 3 of 3 for (B)(4).